Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
The reporter contacted animas on behalf of the patient (her daughter) alleging that the pump was not responding to pressing of the ok button. The reporter also claimed that the keypad was peeling.